Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening the stem, it was found protruding through the inner and outer packaging. The surgeon reamed up and implanted a larger size.